Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a double inguinal operation, a mesh was implanted and post-operative complications arose. The patient experienced repeated cruralgia, diffuse nerve pain around the operated area and loss of sensation in the foot. There was an inability to resume normal physical activity due to a permanently contracted psoas and muscular consequences on the right leg, along with a very deteriorated psychological state. The mesh reportedly healed poorly and moved onto the femoral bone and testicular cord, leading to a lack of blood supply to the testicle, necessitating emergency surgery. During the surgery, the testicle was found to be hemorrhaging with necrosis around it. Subsequent examinations revealed a lesion of the crural nerve under the area operated on for the inguinal hernia and subnormal blood flow in the femoral region. Despite treatment, attacks of cruralgia and muscular pain in the psoas and adductor magnus worsened. The patient underwent physiotherapy for the psoas and received anti-inflammatories and rest for cruralgia. An electromyogram was conducted, confirming the nerve lesion. The patient sustained permanent injuries.